Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s stimulation was no longer working. The patient had an MRI about a year prior to the report and the device has not worked since. The patient could not recall the date or the location of the MRI. The patient could not recall when the last successful recharge session was, and the reason for not charging was not clear based on the patient¿s timeline. The patient indicated that she was not able to use her device after the MRI but was not sure on the exact timeline. The manufacturer representative attempted to connect to the implantable neurostimulator using the patient programmer, recharger, and clinician programmer; however, a connection could not be established. The patient requested a trickle charge be performed at a later date. The issue was not resolved at this time; however, the trickle charge is planned to resolve the issue. A jumpstart has not yet been scheduled. The patient and physician discussed re-trailing the therapy as an option. There were no further complications reported.